Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 1.4, second test inr = 3.7, third test inr = 3.4.

Manufacturer narrative:
Inratio precision data provided by end-user lot 070308: first test inr = 1.4, second test inr = 3.7, third test inr= 3.4, mean = 2.8; sd = 1.25; % cv = 44 %. The % cv is greater than 20 %. Per internal procedure, the precision failed the criteria for precision. Products will be tested.